Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnect is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, fluid leak, hole/perforated and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with decreased rigidity compared to the initial implantation and was unable to inflate. A revision surgery was performed, during which the physician suspected a hole in the reservoir, possibly caused by suturing, resulting in fluid loss. The device was explanted and replaced. No patient complications were reported.